Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is enrolled in the (B)(6) ((B)(6) registry). It was reported ((B)(6)) the patient experienced ineffective stimulation due to lead migration. Subsequently, surgical intervention was undertaken on (B)(6) 2015 to explant and replace the entire system. Effective stimulation was restored post-operative. The ipg was electively replaced during the procedure. Lead information could not be obtained by the manufacturer.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2017-05912. Further investigation identified the patient had two leads implanted as part of the scs system. Device 2 is being included in this submission.